Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following could not be completed with the limited information provided: event date - unknown. Explant date - unknown. Product location unknown.

Event description:
It was reported that patient underwent a dental bone grafting procedure on (B)(6) 2016. Subsequently, the bone grafting material was removed due to an unknown reason.

Manufacturer narrative:
This follow up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. UDI: (B)(4).

Event description:
It was reported that patient's dental bone grafting material was removed an unspecified length of time post-implantation due to non-integration. No further information is available regarding patient condition or outcome.